Event description:
The blood leak occurred with one dialyzer at facility. At the beginning of every treatment, this facility tests a dialyzer with a small chemical strip. When they tested the reported dialyzer, they found a very small trace of blood that was not visible to eyes. The facility staff decided to change a dialyzer and a blood tubing. They threw away the dialyzer/blood tubing set without returning the blood to the pt and the pt lost 200cc blood. No special medical treatment was given to the pt relating to this problem and the pt is well.